Event description:
Info received indicates the brake caster is locking in brake, but continues to swivel if pushed on from the side.

Manufacturer narrative:
The tech replaced the casters to repair the stretcher.